Manufacturer narrative:
The lens was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
It was reported that post bilateral lens implant, the patient developed negative dysphotopsia in both eyes. As a result, both lenses were replaced with different model lenses. Reportedly, the patient is doing well following the bilateral lens exchange. This report is for the right eye. (Ref. Manufacture report#: 0001313525-2019-00027 for left eye).